Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) could not be interrogated during a clinic follow up visit. The device was replaced and returned to guidant for analysis.